Manufacturer narrative:
The returned device was evaluated and performed as designed. No kink or bend was observed in the cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if the bent cannula could have contributed to the reported ER visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her child had elevated blood glucose levels and there was a slight bend in the cannula. She was instructed by the doctor to give a 2.00 unit bolus, it dropped to a level of 320 mg/dl, ate 20g carbs and gave 1.00 unit bolus but he began vomiting and was transported to the emergency room at which point he was at 55 mg/dl and was initially treated with fruit snacks. He was diagnosed with elevated ketones, dehydration and diabetes mellitus type I with hyperglycemia. Patient was treated with manual injections and a replacement pod.